Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 620 mg/dl; the cause was unknown. The customer attempted to address the elevated bg by delivering multiple correction boluses, and supply changes. The customer went to the emergency room (ER) where intravenous fluids and insulin were administered to address the elevated bg. Subsequently, the customer was admitted to the hospital where intravenous fluids and insulin were administered to address the issue. Reportedly, the customer was released from the hospital on (B)(6) with no permanent damage. System check with tandem technical support (cts) indicated that pump was operating as expected. Reportedly, the customer continued to use the pump for insulin therapy.